Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was confirmed: the patient reported having a clamp open on an unused supply line during therapy. The cause was a use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use. The technical service representative (tsr) assisted the caregiver (cg) to end therapy. The cg would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the care giver (cg) regarding the reported event. The cg stated they left a line open which caused the air to enter the setup. The cg understood the proper procedure of setting up for therapy. The cg stated therapy has been going successfully for the hp and the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.